Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open procedure, the staples did not close along the anastomosis and it also had a poor staple formation. The surgeon resected and re-stapled the staple to get it fixed. Replaced by a new device to complete the case.